Event description:
Customer reportedly obtained results of 80 mg/dl and 44 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, caller states strips unavailable for return.